Event description:
It was reported that the right ventricular (rv) lead had rising thresholds with high impedance and is suspect of a possible fracture. The rv lead pacing safety margin was increased and reprogrammed. After consultation with the physician, the rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): fr995-23 heart valve, implanted: (B)(6) 2011. (B)(4).